Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51pr, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1125085, rev j, (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Provider states charger not completing charging. In speaking with the reporter the incident did not result in harm or ill effect. Any further information received will be sent in a supplemental report.